Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had flashing display. The blood glucose level was at unknown the time of incident. Customer stated that the insulin pump was not dropped or bumped. It was also advised to press and hold the back button for 30 seconds and to insert new aa battery. Customer stated that spring was neither damaged nor corroded. Display did not return after insulin pump restart. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with partial display due to cracked lcd glass.